Event description:
It was reported that during a ppi treatment procedure, the guidewire protruded from the shaft. The unspecified lesion was moderately calcified and moderately tortuous. This excelsior balloon catheter was selected; however, during the procedure a non-bsc guide wire was found protruding from the shaft of this device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter shaft was found to be bent near the distal end. The catheter shaft was also found to be damaged at 5.7 cm from the distal tip (the braid was exposed and was found flat/crushed). The catheter shaft could not be flushed and check for holes/perforations due to the damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a ppi treatment procedure, the guidewire protruded from the shaft. The unspecified lesion was moderately calcified and moderately tortuous. This excelsior balloon catheter was selected; however, during the procedure a non-bsc guide wire was found protruding from the shaft of this device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.